Event description:
The consumer called into customer care to report, "...getting higher than expected results and feels the meter is not working correctly..." It was reported to nova biomedical that a consumer performed blood glucose testing on her nova biomedical glucose meter getting higher than expected results. According to the consumer, she administered an unk amount of insulin based on the high results. The consumer was not able to provide any info regarding the reported event; the consumer stated, "...I don't know or remember anything..." It is unk if the consumer required medical intervention.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot #: 1020214204, expiration date: 07/2016. Control solution lot #: 1030214093, range: 82-127mg/dl.